Event description:
A malfunction alarm, identified as malf 12, was reported, and there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump as normal. The customer was advised to contact support again if any issues reoccurred and confirmed understanding.